Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient has been facing increased insulin flow blocked alarms lately, most recent incident on (B)(6) 2022 and her blood glucose level was 449 mg/dl which she tried to treat with manual injection. Previously, on (B)(6) 2021, the patient went to the emergency room and was subsequently hospitalized due to insulin flow blocked alarm which led to high blood glucose level (over 700 mg/dl) as she experienced increased thirst and felt sick/unwell. During hospitalization, the patient received insulin drip intravenously as corrective treatment. After spending 3 days in the hospital, the patient was released. No further information available.